Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient experienced withdrawal symptoms of leg spasms, confusion, diarrhea, fever chills, and exaggerated rebound spasticity (patient's legs were jerking). The patient was hospitalized. The patient was supposed to have the medication refilled this week. Her pump medication only lasts 70 days and that is the patient's normal refill cycle. The patient's alarm date is not until (B) (6) 2010. The patient's sister stated that they were "using a generic version of baclofen" with the patient and that it was not effective. A change in therapy effect was noted. It was determined that the patient "had a medication reaction with augmentin and narcotics". The patient's sister stated that the patient wasn't "getting lioresal but stated the md told her they switched back to lioresal from generic". They were told by the physician that they had a hard time getting the medication and that was the "reason for putting old medication in three days ago and not completely filling the pump". It was noted that pump interrogation was performed and results were not specified. Additional information has been requested, a follow-up report will be sent if additional information becomes available.